Event description:
It was reported that patient poor bone quality, cup loosened and dislodged. All components were removed. Restoration wedge augment implanted to restore defect. Patient was stable after surgery.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Further information has not been made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding shell loosening involving a tritanium revision acetabular was reported. The event was not confirmed. Device evaluation not performed as the device was not returned. Medical evaluation not performed as no medical records were provided for review. A device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. No further investigation for this event is possible at this time.

Event description:
It was reported that patient poor bone quality, cup loosened and dislodged. All components were removed. Restoration wedge augment implanted to restore defect. Patient was stable after surgery.